Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, insulin flow blocked. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia and it was unknown how customer was treated. The event involved product(s) unk_ngp. Troubleshooting was not performed for inulin flow block and its a past event and the issue was resolved. Troubleshooting was not performed for high blood glucose and it was unknown whether the customer was used insulin pump with in 48 hours of reported event or not and it was unknown whether the automode feature was active at the time of event or not. No further patient complications were reported. No product return is required for unk_ngp.